Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot. (B)(4).

Event description:
Allegedly a revision for suspected aseptic loosening of the tibia . Tibial lucency seen laterally on tibia. On opening the knee femur was also loose and dissociation of femoral stem from femur. Femoral stem disassociation not visible on x-ray. No impaction marks seen on the femoral stem when removed. De-bonding of the cement from the tibial tray from posterior medial side. Open joint line with 20mm spacer at revision. Joint line restored with the use of a size 3 cck femur. Three tibial tray distal augments x 2 10mm femur. Tibial augments x 2 10mm. Use of a 12mm cck poly insert. Medium activity level.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00712, 00713, 00714, and 00715.